Event description:
It was reported that the patient experienced at the neurostimulator site but was getting "great" results from the therapy which helped her bowel control. The physician decided to revised the device and re-locate it to the abdomen. The lead was to remain in place but the neurostimulator model the physician wanted to use does not accommodate extensions. A new, different neurostimulator model which uses extensions was then implanted in the abdominal area. The patient recovered without sequelae.

Manufacturer narrative:
(B)(4) .